Event description:
On (B)(6) 2014, a pt (pt) contacted our firm reporting having experienced a corneal ulcer (cu) while wearing acuvue oasys contact lenses (cl) and was told she may have a scar on her cornea after the ulcer heals. The pt was seeking medical reimbursement and pain and suffering. The pt said the lenses worn when the injury occurred were given to her by the acct, they would not allow her to order cl, the reason was not provided. The pt was on a two week replacement schedule and wearing the lenses as extended wear; the lens care solution is unk. On (B)(6) 2013, the pt awakened with os redness, pain, blurry vision, fbs os was seen by an optometrist that afternoon. The pt was dx with a cu and treated with atropine and zylet drops. The pt wanted a second opinion and saw an ophthalmologist the same day. The pt was given a rx for vigamox drops qhr x2 days, then q2 hrs while awake until (B)(6). On (B)(6) 2014, the doctor's office provided a limited amount of info stating the pt was seen on (B)(6) 2014, returned, and she had an eye opacity. We have made numerous unsuccessful attempts to collect additional medical info administration of antibiotic drops qhr is considered to be aggressive medical treatment; this event is reported as worst case. The product in question and lot number were not available.

Manufacturer narrative:
Device labeling single use or reuse. No eval will be performed. No conclusion can be drawn.